Event description:
Clinical trial. It was reported that 208 days post index procedure, the patient experienced in-stent restenosis, and underwent a subsequent target vessel reintervention (tvr). The index procedure treated the proximal lad. The vessel was 3mm wide, and 12mm long, with 99% stenosis. The physician predilated the lesion with a 2.5x12mm voyager balloon prior to placing a 3.0x16.0 mm express2 monorail stent. The patient received heparin and reopro during the procedure. On day 208, the patient presented with chest pain. During a coronary angiogram, in-stent restenosis was found in the lad. The patient was taking aspirin and plavix at the time of the event. A cypher stent was placed to treat a 70% in-stent restenosis of the proximal lad and an 80% stenotic mid lad lesion. The event was considered resolved and the patient was discharged one day later without complications. The patient continued aspirin and plavix upon discharge. In the opinion of the physician, there was a definite relationship between the study stent and the in-stent restenosis/tvr.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. The manufacturing records for top assembly batch 6089710 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performence specifications. The cause of the difficulties experienced during the procedure could not be determined. There are no similar complaints of this nature related to this batch number. This will continue to be monitored for future trends.